Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Unique device identification(UDI) is not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe tip was bent. Upon verification of the probe, the screen turned blue. There was no patient impact reported and no delay to surgery.